Event description:
The customer returned the endoeye flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that peeled adhesive around the objective lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeled adhesive around the objective lens, the cause was due to some kind of stress, such as damage or deterioration of parts. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.